Event description:
Pt had original total knee replacement in 2003. Patient had a subsequent total knee revision several years later. Patient returned to the or recently due to loosening of prosthesis. Physician felt that implants loosened quickly after his last revision surgery. Components removed and antibiotic spacer implanted due to suspected infection (negative cultures).